Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a blank display on the insulin pump despite multiple battery changes and a new battery cap. Customer's blood glucose reading at the time of the call was over 400 mg/dl and has treated with a manual injection. Customer mentioned that they stopped using the insulin pump three weeks ago due to a low blood glucose readings episode caused by too much insulin. The insulin pump is being replaced. No further information reported.